Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist confirmed that the customer admitted the patient on a future date, which resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had patients not crossing over to the station, preventing users from removing the required medication. The customer reported that the patient was visible on the server but not on that station. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.